Event description:
Da vinci xi driver needle mega 3 ref: (B)(4), lot: n122009280020. We were almost done with the surgery robotically when the da vinci xi driver needle mega 3 broke and would not shut. It broke suddenly when it was in use. We were doing a robotic bilateral inguinal hernia repair. It was the item's last life. Item was kept and went down for cleaning with tag on it to keep.